Event description:
The following was reported to hamilton medical ag: we found this control board can not working. This control board.we recieve from hamilton medical for solve the problem of "replace hepa filter". This unit can not working , disappear screen & has the sound of alarm all times when replace with this control board. We must replace with a new control board from our stock & have full calibration. After that this unit can be use normally. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).